Event description:
It was reported that the high voltage lead impedance was observed to be low on the right ventricular (rv) lead.

Event description:
New information received notes the right ventricular (rv) lead remained implanted and was being monitored.